Manufacturer narrative:
The device was returned for evaluation. The returned esheath was visually examined and the following was observed liner fully expanded and tip opened as designed, liner bunching at distal end, liner partially delaminated from hdpe approximately 9cm from distal tip, and distal tip split. The provided procedural angio was reviewed and the following was observed: imagery shows the delivery system is unable to be removed from the esheath and esheath damage is noted. The reported event was confirmed through returned device evaluation. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, during the deployment of the valve, when the balloon was expanded, it burst. The balloon could not be removed from the patient through the esheath. A burst balloon can have a larger profile and be more susceptible to catch onto the distal tip of the sheath. The burst balloon likely caught onto the sheath tip during the attempt to withdraw the delivery system through the sheath. Thus, the withdrawal difficulty of the burst balloon likely lead to the distal tip split. As such, available information suggests that procedural factors (withdrawal of burst/torn balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-12270. The device was returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding an implant of a 23mm sapien 3 ultra valve. During the deployment of the valve, when the balloon was expanded, it burst. The balloon could not be removed from the patient through the esheath. The patient was noted as to be doing well, without further complication. As per pre-decontamination findings, the distal tip of the esheath was split and the liner was partially delaminated from hdpe approx. 9 cm from distal tip.